Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during deployment of a vena cava filter from the jugular vein, the filter arms and legs were crossed and they did not fully expand. An attempt was made from the femoral vein to open the filter limbs with a catheter and during the process, a filter leg expanded into one of the renal veins. The filter was successfully retrieved with a snare device and another filter was deployed w/o further incident. There was no report pt injury.